Event description:
It was reported that during a replacement procedure on (B)(6) 2023, the physician clipped the patient's lead and replaced the lead as a result.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.